Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "delayed healing" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing and rupture this MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.

Event description:
Regulatory agency reports: "shredded implant, dark yellow; discovered at mammography scan; nodal dissection; granuloma (siliconoma); pain; inflammation; delayed healing". The device has been explanted. This record relates to the left side.